Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the sensor scan in comparison to readings obtained on a competitor meter. On (B)(6) 2018 at 07:30 p.m., customer had a "pale appearance" and obtained an unspecified low reading on the sensor. Customer had blood glucose test done and a result of 800 mg/dl was obtained on the hcp meter at 08:30 p.m. Customer was diagnosed with severe hyperglycemia and treated with an unspecified "liquid supply". There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving low readings from the sensor scan in comparison to readings obtained on a competitor meter. On (B)(6) 2018 at 07:30 p.m., customer had a "pale appearance" and obtained an unspecified low reading on the sensor. Customer had blood glucose test done and a result of 800 mg/dl was obtained on the hcp meter at 08:30 p.m. Customer was diagnosed with severe hyperglycemia and treated with an unspecified "liquid supply". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.